Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The customer stated the commode was purchased in (B)(6) 2015 for his wife and the seat had to be replaced because it kept popping off. The replacement seat worked for a while but now the seat and lid pop off every time the commode is moved.